Manufacturer narrative:
(B)(4).

Event description:
It was reported that pt experienced a loss of therapeutic effect. It was stated the stimulation stopped on (B)(6) 2011, and the pt was unable to adjust or check her device. The pt was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.